Event description:
It was reported that during the unk procedure, 2 reloads worked well. The third was inserted and stapler felt different when closing. Reopened and closed again but the stapler still felt different. Possibly something in the crotch of the stapler. Reopened and the reload popped out of the stapler. Reload was retrieved. A different stapler and reload was used to complete the case. The procedure was delayed by three minutes. The procedure was completed successfully with no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2025. D4: batch # 165d36. Investigation summary: visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Additionally, photos were provided. The first and second photos shows two different packaging with the labeling which belong to a gst60b reload one of the packaging with the lot number 245d76 and the other one with 244d46 lot number. The third photo shows one carton with a labeling with two bar codes on it and with the lot number c9eh02. A manufacturing record evaluation was performed for the finished device batch number 165d36, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.